Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Physio observed that the device was still able to power on under battery power. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not power on. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Physio-control replaced the device's power module to resolve the issue of it not powering on with ac power. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio further evaluated the removed power module and determined that the cause of the device not powering on with ac power was due to shorted electrical parts on the eos module.

Event description:
The customer contacted physio-control to report that their device would not power on. There was no report of patient use associated with the reported event.